Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip - premature deployment on an unknown anatomical location.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used procedure performed on (B)(6) 2025. During the procedure, the clip was nearly deployed when removed from the scope. The procedure was completed. There were no further patient complications reported as a result of this event.